Manufacturer narrative:
Complaint conclusion: as reported via a literature review, assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. There were 6 tias, 6 cvas, 4 deaths and 12 unspecified adverse events involving the angioguard embolic protection device. There is no additional information regarding patient, lesion or procedural characteristics regarding these events. (B)(4): the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported events.

Manufacturer narrative:
Natasha a. Loghmanpour and et al (2013). Assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. Society for vascular surgery, volume 57, pages 309-317. This medwatch report is being submitted for 4 patients with no patient demographic or device specifics.

Event description:
As reported via a literature review, assessing the impact of distal protection filter design characteristics on 30-day outcomes of carotid artery stenting procedures. There were 6 tias, 6 cvas, 4 deaths and 12 unspecified adverse events involving the angioguard embolic protection device.